Event description:
User alleges that a convective warmer was in use with an eq-5000 equator. Upper body surgery was over 10 hours. Pt rec'd 2nd degree burns to chest shoulder area. The equator did go into overtemp twice during the procedure but hospital did not pull out of service until the burn was detected at the end of the procedure.